Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter ended early occurred for a transmitter with serial number (B)(6). However, a transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and failed. A review of the share log was performed and the allegation was undetermined for serial number (B)(6) within the investigation window. The probable cause could not be determined. The reported event of a transmitter ended early is reportable based on the initial review of the share logs for transmitter with serial number (B)(6), where a transmitter failure was found within the investigation window. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a transmitter ended early occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determine to be a transmitter failed error. The reported event of a transmitter ended early is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.